Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient presented for a routine follow up and the patient was diagnostically imaged. The images revealed that the lead insulation was abraded.